Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's right ventricular lead exhibited noise over-sensing. The lead was noted to be under advisory. Programming changes were made. There were no patient consequences.

Event description:
New information received notes that the patient's right ventricular lead exhibited a recurrence of noise over-sensing. The lead was capped and replaced on (B)(6) 2023. The patient was stable.

Event description:
New information received notes that the patient experienced discomfort due to the right ventricular lead also delivering shock inappropriately.